Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was placed in the infrarenal vena cava secondary to bilateral lower extremities deep venous thrombosis with contraindication to anticoagulation. Venacavagram measured the vena cava to be approximately 24.5mm. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and seven months post deployment, computed tomography of abdomen showed there was approximately 6 degrees of rightward tilt of the filter with apex directed towards the hepatic hilum. Some inferior prongs extend beyond the margin of the inferior vena cava 2-3 cm of which abut the medial margin of the aorta and 1 which abuts the ileocolic vein. Findings show perforation present with aortic perforation seen. Around eight months later, right transfemoral venogram showed the filter tilted to the right side with the multiple filter hooks penetrating beyond the inferior vena cava wall, moved for approximately more than 1.5 cm in the left lateral aspect. There was a significant penetration in the left lateral aspect beyond the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter titled with the filter embedded in the wall of the inferior vena cava and the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current patient status is unknown.